Event description:
An intra-aortic balloon catheter was inserted via left femoral artery for cardiogenic shock, prior to catheterization and angioplasty on 5/4/97. On 5/8/97 attempts to remove balloon catheter were unsuccessful due to increased resistance. The decision was made to take the pt to the operating room and surgically remove the balloon catheter. This was done on 5/8/97.